Event description:
During analysis by semi-automatic defibrillator the machine prompted a shock for a non-shockable rhythm. The rhythm was very regular and not ventricular fibrillation or ventricular tachycardia.